Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error code 44509 error occurred when the device was powered on with both the ac adapter and battery. This indicates that the pump has stopped delivering medication because it senses air in the tubing. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a delaminated downstream occlusion seal was noted. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly (pwa). As a result, the downstream occlusion seal and pwa were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.